Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding smoke increased during intraperitoneal use was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after eleventh use of maryland bipolar forceps instrument, customer noted that smoke increased during intraperitoneal use. The procedure was continued as planned with no reported injury.